Event description:
This is a software problem involving 11 central stations. The draeger telemetry system was installed late september, 2015 running revision vg1 software. It was noted that the patient name were randomly being assigned to the wrong waveforms on caliper reports. This problem was reported to draeger on a number of occasions with no resolution to date. Other vg1 issues were reported to draeger including soft reboots of the central stations. Early may, 2016 vg2 software was installed by draeger as a resolution to the wrong patient names being assigned to waveforms in caliper reports. Immediately upon installing vg2 numerous problems began, including print service stop when the print queue is full, random application restarts causing a loss in patient visibility for up to 5 minutes, random hardware reboots causing a loss in patient visibility for up to 10 minutes, caps lock on the keyboard is reversed, randomly changing the patient mrn number on printed reports, and the problem with the patient names being assigned to the wrong waveforms has not been corrected.